Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optical sensor alarm. The insertion site was femoral. The iab was replaced with a new one and the console was switched out with a different one, but the issue continued. It was noted that the patient's blood pressure on the bedside monitor was stable. The customer also attempted to re-connect the fiber optic cable. The customer was then advised how to connect the lumen of the iab to the pressure port for transducing if the fiber optic did not work. It was stated that they do not connect a flush device to their central lumens, but would attempt to aspirate and flush in order to transduce. The console then self-calibrated successfully and pressures were displayed. It was explained that it is likely that during the discontinuation of bypass, the pulse pressures were too low for a calibration and the console would attempt to calibrate again every 15 minutes until successful. The customer was also advised that they can invoke a calibration at anytime during this period. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report will be submitted for the 1st iab used.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).